Manufacturer narrative:
The sample was returned for evaluation. One used sample was received with no product packaging. The sample appears generally in clean condition. The catheter tubing has been severed, with the severed end being located approximately 4cm above the sleeve collar at the distal end. Also received an approximate 3cm section of the tubing. This piece has a length of the green directional tip insert broken off inside the tube. One end of the detached piece is jagged. This end aligns with the tubing that is still attached to the device. The opposite end of the detached piece is more smooth. The final distal portion of the tubing, which has the rounded end, was not received. The protective sleeve was examined and there are no cuts or tears on the sleeve. The device history record for the lot number, m7129l619, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. A process evaluation was performed and no inconsistencies were found. A potential root cause for the reported incident is use error. All information reasonably known as of 05jan2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in progress. All information reasonably known as of 16nov2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a portion of the catheter broke. The patient was taken to x-ray to determine if the broken piece was in the airway. There was no injury reported. Additional information was received that states the event date is (B)(6) 2017. The patient is fine and no harm came to the patient. The x-ray did not show any piece of the plastic in the patient lungs. The incident happened on at 2100 in the intensive care unit. The health care worker went to suction the patient and could not pass the in-line suction device. After inspection of the suction catheter it was noticed that a piece of the green plastic was still in the suction tube. Immediately the in-line suction catheter was replaced and a call was placed to the physician to come to the intensive care unit to have an x-ray performed. No additional information was provided.